Event description:
It was reported to philips the device failed the defib test during opcheck. There was no patient involvement.

Event description:
It was reported to philips the device failed the defib test during opcheck. A philips repair bench technician evaluated the device and confirmed the issue. The issue was traced to a faulty capacitor. The repair bench technician replaced the capacitor. The device passed all performance assurance tests and was returned to the customer.